Event description:
It was reported that when filling the cassette with medicine liquid for painless labor, the device was discontinued due to drug leakage from the connector part. The pressure during medication injection was maintained in accordance with conventional procedures. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.